Event description:
A home patient (hp) contacted baxter's technical service center to report multiple alarms that occurred on the homechoice (hc) machine during priming. The hp further stated he reviewed the alarm log and noted system error (s/e) 2240 occurred. The hp stated that he used the same cassette after reloading it and then got repeated alarms. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered the set up. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2010 (B)(4) product surveillance contacted the hp who reported no further issues.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested, but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a system error (se) 2240 alarm was not confirmed due to a lack of sample. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).